Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, when they were setting the bur into the drill during registration in a cori assisted tka surgery, the display was frozen and error message popped up. Then, the display returned to start screen. The system was rebooted. The procedure was completed with the same device without significant delays.

Manufacturer narrative:
H3, h6: (B)(6). Part number rob10024, (B)(6). , used for treatment was returned for evaluation. There were no visual or functional non-conformances related to the reported event identified. The case/log files were provided for review. Case ID ¿(B)(4). ¿ was reviewed (this case was conducted on (B)(6). 2022, the complaint occurrence date says (B)(6). 2022, but this was the only case that was provided and performed prior to the reported (B)(6). 2022 date). A ¿communication failure¿ error message was confirmed in the setup screen, which is where the user would have been loading the bur into the drill. The (B)(6). .log file indicates this error was due to an ¿exposure_motor_indexing_failure.¿ because the case was finished successfully with the same device, it is possible that there was an intermittent issue with the drill. It is also possible that the drill attachment had an obstruction which prevented the carriages full exposure, thus preventing the secured insertion of the bur and results in the ¿communication failure¿ error message. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.